Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which included securing the in-line connection, priming the set, purging the air, opening and closing the slide clamp with no issues were noted. Additionally, functional clear passage and pressure tests were performed; and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of year 2021. Initial reporter facility name: southern tennessee regional health system imaging dept. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of one-link non-dehp microbore catheter extension sets had disconnection issues with contrast leaking. The disconnection was coming from the part where it screwed into the intravenous catheter. The contrast would leak out mid injection, as a result the patient¿s did not receive enough contrast and the CT results would be undiagnostic; or the patient would have to receive extra radiation to compensate for the lack of enough contrast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.